Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultra2 meter read inaccurately high and erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on the morning of (B)(6) 2015 (time not provided). The patient stated that she obtained a result of "319 mg/dl" using the subject meter compared to a result of "124 mg/dl" using another device. The patient was unable/unwilling to state the time difference between the two results. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient also stated that she obtained results of "269, 300, 319, 315, 307, 206, 216, 175 and 389 mg/dl" compared to feelings/normal results. The patient also claimed that the subject meter read inaccurately erratic; however no results were provided. The patient manages her diabetes with self-adjusting insulin. The patient stated that she increased her dose of humalog (regular) diabetes medication to 40 units (date/time not provided) in response to the alleged product issue. The patient claimed to have developed the symptoms of "pain in legs, no energy and sweaty" after the alleged product issue began (date/time not provided). The patient stated that she obtained hcp phone advice on (B)(6) 2015 (time not provided) to take the subject meter into her doctor's office after 2 weeks to have the results downloaded. The patient denied that her blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the patient did not have control solution available to perform a walk-through test, the test strips had not expired, been open for longer than the discard date or stored improperly, the subject meter was set to the correct unit of measure setting and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptom of "sweaty" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.